Event description:
It was reported that the cardiac resynchronization therapy defibrillator and right ventricular (rv) lead exhibited oversensing of noise leading to an inappropriate shock. A revision procedure was performed due to the noise. During the revision the rv lead and device were explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).